Manufacturer narrative:
The reagent lot number is 76810500. The expiration date was not provided. The field service representative found the issue was caused by a failed measuring cell. The measuring cell was replaced and preventative maintenance was performed. All checks passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 111 ng/ml. The repeated result was 72.8 ng/ml.